Event description:
Customer reported the adc freestyle libre 2 sensor detached from the adhesive after 7 days of wear. Customer experienced loss of consciousness while asleep and was taken to hospital where she was diagnosed with hypoglycemia. Customer was hospitalized for 6 days and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report: device serial no. In section d4 was incorrectly reported in the initial report and has been corrected to (B)(6). The device expiration date in section d4 and device manufacturing date in section h4 have been updated, per correct serial number. Sections h6 and h10 has been updated, per extended investigation performed for device serial number, (B)(6).

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It should be noted that the manufacturing date of the reported sensor serial number is (B)(6) 2021 and the date customer contacted adc is (B)(6) 2021. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor detached from the adhesive after 7 days of wear. Customer experienced loss of consciousness while asleep and was taken to hospital where she was diagnosed with hypoglycemia. Customer was hospitalized for 6 days and received unspecified treatment. There was no report of death or permanent injury associated with this event.